Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was not reported. The customer discontinued the use of his/her insulin pump and reverted to a back plan until the replacement insulin pump arrived. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.